Event description:
It was reported that the surgeon was using the contour cs40g to resect rectum during anterior resection procedure. Initially hemostasis was okay. Surgeon then proceeds to insert cdh anvil and created a purse string. Before attempt to connect the anvil to the cdh trocar, he noticed the whole proximal staple line created with contour was bleeding, he sutured entire staple line. Surgery commenced for the anastomosis step, post anastomosis leak test also performed, no leak detected. The procedure was delayed by 30-minutes. Manual suture to complete. Non-post radiotherapy patient. Procedure: anterior resection.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2022. Batch # 505a30. Additional information was requested, and the following was received: was there any other issue noted with the staple line other than bleeding? Ans: bleeding from one point along the proximal staple line, hence hcp suspected staple did not form properly at the particular site, hence causing the bleeding to seep along the staple line. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Ans: additional one day hospitalization. What is the most current patient health status and condition? Ans: discharged, hcp didn¿t suggest any untoward consequences. Based on the information below additional questions were requested, and the following was received: 1. What were the indications for surgery? Ans: tumor. 2. Did the patient receive any preoperative chemotherapy or radiation? Ans: no. 3. When was the staple retaining cap removed? Ans: after loading on the jaw 4. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Ans: trimming down adipose tissues. 5. Was the device difficult to close? Ans: no. 6. Was the device closed and repositioned multiple times prior to firing? Ans: n/a. Hcp cannot recall. 7. Was this the first or second firing of the device? Ans: first. 8. Was the device difficult to fire? Ans: no. 9. Was the distal transection completed in one or multiple firings? Ans: one. 10. What was the shape of the deployed staples? Ans: b. 11. What is the current status of the patient? Ans: discharged. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: (B)(6). /2022 h11: corrected data = h6.